Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope controller (ec) was installed into the test system and it failed during the video test. The ec was installed and tested on a golden system and it functioned as expected. When reviewing the system error log, errors 48406 and 48228 were replicated. As a result of these findings, failure analysis was able to conclude that the endoscopic controller power distribution (ecpd) and dcib was the cause of the reported failure. The probable root cause of this reported event is attributed to the issue with the ecpd and dcib of the ec.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue.. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated. As of 12/19/2024, a review of the site's complaint history identified the following related complaints. (B)(6) documents the call reporting the endoscope issues and the field service activity. (B)(4) captures the RMA of the affected endoscope with serial number: (B)(6). Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called to report that they had a fault on their original endoscope (sn: (B)(6) and replaced it. The site then installed a second endoscope (sn: (B)(6) but it has a degraded image message. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised cleaning the contact pins, installing new endoscope, or power cycling the system. The site continued the procedure and elected not to perform troubleshooting. The procedure was completing as planned with no report of patient injury. Later, the site called back and stated they restarted the system and checked the endoscopes again but the issue returned.